Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was leaking and separated. It was reported that the vizigo sheath was leaking blood at the hemostatic valve right after removing the dilator. It was confirmed the dilator was inserted straight upon insertion and was inserted correctly. When the sheath was replaced, the issue resolved. Replacement sheath requested. To be more specific on what section broke/separate: the hemorrhagic valve where dilator inserts into sheath. It was believed that the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous, surgical removal, or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 5 cc. Hemostatic valve leak is MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 20-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was leaking and separated. It was reported that the vizigo sheath was leaking blood at the hemostatic valve right after removing the dilator. It was confirmed the dilator was inserted straight upon insertion and was inserted correctly. When the sheath was replaced, the issue resolved. There were no reported patient consequences. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo sheath. Due to the conditions of the hemostatic valve, an internal action was opened. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A device history record review was performed for the finished device 00001843 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).